Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardiac monitor exhibited pause episodes due to undersensing. It was suspected that false detection was due to loss of pocket contact due to positional change by the patient resulting in displacement of the device from its neutral position. No intervention will be performed, the patient would continue to be monitored.